Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that display screen was frozen. It was reported that the time did not move and buttons were not responding. Customer's blood glucose was unknown. Insulin pump would be replaced.

Manufacturer narrative:
The pump was received with a constant flashing white light on the display due to vertical crack on the lcd controller. Unable to verify the frozen screen anomaly due to a constant flashing white light. The pump was received with a scratched case, a pillowing keypad overlay and a cracked case behind the pump near the battery tube compartment.